Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed preventative maintenance on the system. Based on the field evaluation, this reported event was confirmed. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy surgical procedure the monopolar energy foot pedal was stuck. The monopolar pedal on the dual external foot pedal was stuck. The customer continued the procedure using a different generator. There were no reports of patient injury. Intuitive received the following additional information via follow up: there were no errors when the system was initially powered on.